Manufacturer narrative:
An evaluation of the returned device could not confirm the customer allegation ¿image was disturbed¿. There were few additional findings. Due to clogging of nozzle, water removal ability and air supply volume does not meet the standard value. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover had white-clouded area. Protector of universal cord on scope connector side and switch button 1 had a scratch. Connecting tube had a dent. The investigation is ongoing. Follow up in progress to obtain additional information regarding presence of foreign material and reprocessing steps followed by site. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the image from the gastrointestinal videoscope was ¿disturbed¿ while inflating. The device was returned and an evaluation at the repair center revealed presence of foreign materials inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.